Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the united states of america, but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that that the light guide (lg) lens adhesive was peeling. Thus creating a potential of a gap through which dirt can enter the inside of the lens. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
This is an olympus loaner asset that was sent for repair upon issue of forceps elevator wire being found cut when inspected after being returned by a customer. There is no patient involvement and no harm reported to any patient. Upon evaluation of the returned device, it was observed that the light guide (lg) lens adhesive was peeling. Thus creating a potential of a gap through which dirt can enter the inside of the lens. This medwatch is being submitted for the reportable issue of lg lens adhesive being peeled as observed during device evaluation.